Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when impedances were measured with the implantable neurostimulator (ins) during post-implant activation, open circuits with impedances >4000 ohms were measured for all impedances except with the case and electrode 0. The device was set to that program and the surgeon was notified of the issue. It was noted that it was possible the lead was not fully inserted; however, this remained ¿unknown or to be confirmed¿ as of (B)(6) 2020. The surgeon decided to see how the patient¿s setting went before attempting to surgically intervene. It was noted the manufacturer representative involved with the patient ¿had not received any correspondence regarding the patient¿ as of (B)(6) 2019 and as such, ¿assumed at that time everything was going okay.¿ there had been no surgical interventions scheduled or performed as of (B)(6) 2020. The issue was unresolved at the time of initial report, with no further updates as of (B)(6) 2020. There were no complications reported or anticipated.